Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imagine review: one (1) fluoroscopic still image was provided in which two fully deployed clips can be visualized. One clip is circled in yellow, presumably the reported device, and appears to have a clip arm angle of ~20° - 30°; this is an estimation based on visual assessment with the naked eye and is not confirmed. While it is evident the xt clip (reported device circled in yellow) is opened to a larger degree than the xtw clip (no reported issue), it does not present with a significantly larger arm angle, comparatively. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na

Event description:
This is filed to report a clip that opened during 'establish final arm angle' (efaa). It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), a prolapsed posterior mitral leaflet, and a posterior 2 flail for a mitraclip procedure. The target was anterior 2 and posterior 2 leaflets (a2/p2). The device was prepared and operated per instructions for use (IFU) and passed function inspection during prep. The second clip was placed medially to the xtw on a2/p2. During initial 'establish final arm angle' (efaa), the clip slightly opened. The second clip was unlocked, opened to 60 degrees, and relocked to troubleshoot. Efaa was repeated and the clip slightly relaxed again, but there was no change to mr (opening noticed was noticed on fluoroscopy). The clip was implanted, and the mr was reduced to grade 1-2. Per the physician, the device settled. The clip was stable on the leaflets. There were no adverse patient effects or clinically significant delay. No additional information was provided.